Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 occurred. The customers blood glucose (bg) level was not impacted related to the cartridge alarm 6. The customer change the cartridge and was able to resume insulin delivery. In addition, the customer reported to have experienced an elevated bg level of 400 mg/dl since changing supplies out the previous day (B)(6). The customer indicated that the infusion set site would be changed and a bolus would be taken to stabilize bg level. Reportedly, the customer had dropped the pump a few days prior and chipped the housing of the pump. During troubleshooting with tandem technical support, a system check was performed indicating the pump is functioning as intended. The customer was advised to reach out to clinical diabetes specialist and health care provider for possible infusion set alternatives.